Manufacturer narrative:
(B)(4). The sample was returned with the supplied return kit. A 40cc inflation driveline tubing and ap pressure tubing was returned with the sample. Upon return, the distal end of the teflon sheath was approximately 27.0cm from the iab distal tip. Some fluid was noted inside the sheath sidearm. The hemostasis cuff was connected to the cathgard. Blood was noted on the exterior of the bladder, bifurcate, sheath and cathgard and on the interior of the bladder, outer lumen and short driveline tubing. The bladder was fully unwrapped. The fos connector and cal key were examined. The fos connector was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue slide housing was examined and no abnormalities were noted. The cal key was intact. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. See other remarks section. Other remarks: the cal key and fos were connected to the iabp. The cal key was recognized. The pump status displayed "ll" low light and "pl" pressure limit, indicating a possible broken fiber. The fiber was found broken approximately 1.2cm from iab distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, a puncture consistent with damage from the broken fiber was noted approximately 1.3cm from the distal tip of the iab. A lab inventory 0.025in guidewire was back loaded through iab distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iab luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The catheter was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of high pressure alarm is not able to be confirmed; however, blood was found on the interior of the bladder membrane. A puncture consistent with contact from the broken fiber was found near the distal tip of the iab which likely allowed blood to enter the helium pathway. The root cause of the reported complaint and broken fiber is undetermined.

Event description:
It was reported that the health professional (hp) called to ask if an intra-aortic balloon (iab) could be removed through the sheath. The hp stated that the md inserted the iab and felt it was not unwrapping. The insertion was difficult. There was one alarm "high pressure". The patient was very critical. The clinical support specialist (css) explained that the iab could not be removed through the sheath. The css suggested that we attempt to manually inflate the iab. She relayed this information to the md who then spoke to the css on the phone. The md said that he wanted to remove the iab at this time so we discussed that the sheath and catheter must be removed together. The css and md discussed maintaining wire access. The css then spoke to the hp who asked that the css call back in an hour for the serial number and further info. At 1205 the css spoke to the hp. The iab was removed without difficulty. The patient "stroked" and was taken to CT (computed tomography). The hp does not believe this was related to iab insertion. The md chose not to reinsert. Additional information received from the css stated that the md would not follow the recommendation to manually inflate. He wanted to remove and had chosen not to insert at all due to the cva (cerebrovascular accident). The cva was noted before removal. The patient was sent for CT scan at time of call. They were very busy with the patient so they were rushed with information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the health professional (hp) called to ask if an intra-aortic balloon (iab) could be removed through the sheath. The hp stated that the md inserted the iab and felt it was not unwrapping. The insertion was difficult. There was one alarm "high pressure". The patient was very critical. The clinical support specialist (css) explained that the iab could not be removed through the sheath. The css suggested that we attempt to manually inflate the iab. She relayed this information to the md who then spoke to the css on the phone. The md said that he wanted to remove the iab at this time so we discussed that the sheath and catheter must be removed together. The css and md discussed maintaining wire access. The css then spoke to the hp who asked that the css call back in an hour for the serial number and further info. At 1205 the css spoke to the hp. The iab was removed without difficulty. The patient "stroked" and was taken to CT (computed tomography). The hp does not believe this was related to iab insertion. The md chose not to reinsert. Additional information received from the css stated that the md would not follow the recommendation to manually inflate. He wanted to remove and had chosen not to insert at all due to the cva (cerebrovascular accident). The cva was noted before removal. The patient was sent for CT scan at time of call. They were very busy with the patient so they were rushed with information.